Manufacturer narrative:
The thermogard xp ivtm system (sn: (B)(4)) was evaluated at the germany service depot prior to shipping the console to the customer's site. The thermogard system failed functional testing during the power-on-self-test (post) due to mid:26 (low battery) error message. The root cause was the low voltage battery of the display head, attributed to normal wear and tear. The thermogard console was manufactured in september 2015, and it is over 5 years old, having exceeded its expected service life of 5 years. The battery was replaced to remedy the fault. Visual inspection of the thermogard console was performed, and no issues were observed. Following service, the thermogard xp ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
Prior to shipping the thermogard xp ivtm system (sn: (B)(4)) to the customer, the console displayed a mid:26 (low battery) error message during the power-on-self-test (post). The issue was observed multiple times during the device check. No patient involvement.